Manufacturer narrative:
The hill-rom technician evaluated the mattress and blower and found no malfunction. Per the hill-rom user manual: when you use the unit, it may be necessary to change the patient¿s position from time to time. Failure to do so could cause patient injury or equipment damage. The account stated the patient had a stage IV sacral pressure ulcer. The area has progressed to exposure of his hipbone and tailbone. The patient required flap surgery to close the wound. Patient is a quadriplegic t-7 complete since 1980. He has required flap surgeries in the past. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient had a pre existing stage IV pressure ulcer that progressed to exposure of the hip and tail bone. The unit was located at the patients home. This report was filed in our complaint handling system as (B)(4).